Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a whitish foreign material inside the air/water tube and the air/water cylinder. In addition, there was a burn found on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information is added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunctions of foreign material in the air/water channel and cylinder were confirmed. In addition, the suction cover was confirmed to be burnt. Based on the results of the investigation, the cause of the foreign material that remained in the device was unable to be specified and the cause of the burnt cover could not be determined. The event can be prevented by following the instructions for use : inspection of the endoscopic system; inspection of the endoscope; using endo therapy accessories. Olympus will continue to monitor field performance for this device.